Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, cracked reservoir tube window corners, a broken reservoir tube lip and cracked battery tube threads. The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. The customer experienced symptoms such as fatigue. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The patient had experienced no delivery alarms which she resolved via complete set change. Troubleshooting also occurred for the high blood glucose; the insulin pump passed the high pressure test. However, the insulin pump was returned for analysis.